Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon was broken with pieces disengaged. The inflation syringe was not received. The lock collar was broken and the obturator was not received. It was reported that the balloon on end was shredded/blown when removed from patient port site. A screw was also noted to have fallen out of the port top after removal. All material of port and balloon appeared to be intact upon removal, but shredded. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a surgical instrument during clinical application. The evaluation detected an unreported condition: the lock collar tab was broken. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h11 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon was broken with pieces disengaged. The inflation syringe was not received. The lock collar was broken and the obturator was not received. It was reported that the balloon was broken and the component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a surgical instrument during clinical application. The evaluation detected an unreported condition of broken lock collar. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the balloon on end was shredded/blown when removed from patient port site. A screw was also noted to have fallen out of the port top after removal. All material of port and balloon appeared to be intact upon removal, but shredded. It was noted that it was done upon specimen removal, no additional port was required. There was no patient injury.